Manufacturer narrative:
One quadripolar, bi-directional, curve d-f, flexibility ablation catheter was received for evaluation. Electrodes 1-4 and the thermocouple met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported connection issue remains unknown.

Event description:
During a pulmonary vein isolation procedure for paroxysmal atrial fibrillation, a delay occurred. The connection between the catheter and the ampere generator was disconnected when rf delivery was being performed. An error message was displayed on the remote stating the connection to the catheter was disconnected. After a few seconds, the connection was re-established and rf delivery was able to be performed; however, the same issue occurred again after a few times. The connecting cable was exchanged with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.